Event description:
The doctor attempted to use a pericardiocentisis kit with a pigtail catheter to relieve the tamponade. The doctor placed the wire, but the catheter would not track. He tried to dilate, but was unsuccessful. The catheter was removed. When the doctor was unable to track a second pigtail catheter, he tried to drain through the dilator with a syringe, but this was also unsuccessful. The guidewire was restricted from movement (possibly stuck on the pacemaker or lead, or due to difficulty of movement in thick tissue), but was eventually removed. The doctor decided to send the pt to open surgery. This was the dr's first attempt at using a pigtail catheter. His past experiences had all been with straight catheters. No straight catheters were available at the time of this procedure.